Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 429688, lead; implanted: (B)(6) 2015; model: c2tr01, bi-v ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a patient currently enrolled in (B)(4) trial ((B)(4)), underwent a bi-v implantable pulse generator (ipg) upgrade. The patient experienced overnight diaphragmatic stimulation after the procedure. The lead was reprogrammed which resolved the diaphragmatic stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.